Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
Related manufacturing reference: (B)(4) during an atrial fibrillation procedure, an air leak occurred with the introducer. The introducer was replaced to complete the procedure. Also during this procedure, deflection issues were noted with the catheter. The procedure was completed without replacing the catheter with no adverse consequences to the patient. Upon removal, a physical break was noted on the catheter.